Manufacturer narrative:
It was reported that the physician¿s name is dr. (B)(6). (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that an extractor pro rx retrieval balloon device was used in the duodenum during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2018. According to the complainant, prior the procedure, the balloon was tested and was able to be inflated; however, the balloon would not deflate. It was reported that the issue was with the value being turned the wrong way that did not allow the balloon to deflate. The procedure was completed with another extractor pro rx retrieval balloon. Reportedly, this device was not used in a patient. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.